Event description:
It was reported that a stryker implant was taken out due to infection.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.